Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call sensor anomaly. Customer¿s blood glucose level was 10 mmol/l. Troubleshooting for sensor was performed. Customer advised when they removed the sensor the cannula was missing. Customer was advised a replacement sensor would be sent out.

Manufacturer narrative:
Findings: inspected 3 opened/used enlite sensors and found all 3 sensors with cannula retracted inside sensor base. No broken or missing parts were observed during analysis.